Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that during the implant procedure, a wet tap occurred when the physician was using a 4" curved needle. The leak was closed using surgical adhesive and the lead was placed higher in the spine. The implant surgery was successful and there were no reports of further complications.